Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, during splitting of the introducer, one of the handles of the introducer broke away from the introducer body when peeling the introducer, thus making it impossible to split the introducer properly. The remaining introducer material removed from the pacing lead without damage to the lead or patient. No patient complications have been reported as a result of this event.